Event description:
Mixed up vancomycin 1gm/200ml ns in intermate lv 100ml/hr. Primed tubing & added interlink threaded cannula. A few mins later noticed a puddle under the cannula. Slid the pinch clamp as tight as possible & switched cannulas. It still dripped. Put the white stopper back on until could find out what to do with it. In morning, rptr's boss released the clamp & the line was cut by the clamp.